Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested, but no new information has been received to date.

Event description:
Medtronic received information a device registration form for two devices in the mitral position: a mitral band and a mitral valve. This indicates that one device was implanted, and then explanted, so the other device could be implanted. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information from this patient's physician that this annuloplasty band was implanted; a mechanical mitral valve was accidentally opened during the implant procedure, but never implanted. Two device registration forms, indicating two separate devices were implanted in the mitral position, were received by medtronic. In actuality, only one device was ever implanted. These devices were involved in a complicated endocarditis case of the patient's native valve, but no adverse patient effects and no product performance issues were reported for either of these devices.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.